Event description:
A customer reported an unknown number of elevated patient blood lead results, including values of 3.4, 10.1, and 27.1 g/dl, but no confirmatory results were available ts advised that elevated leadcare ii results require confirmation, to what the customer noted a lack of documentation on their end. Upon troubleshooting ts determined controls were within range, and sample collection practices were conducted according to cdc guidance, although the customer noted that handwashing with soap and water had not been performed in the past. Ts contacted the regional point of contact (rpoc) for onsite assistance, and a visit to the site is scheduled for early december.